Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for a scheduled device change out procedure due to normal elective replacement indicator. During the pre=op check, the right ventricular lead exhibited an alert for low impedance and intermittent noise was also noted. The physician elected to cap and replace the lead during the change out. The procedure was completed successfully and the patient was in stable condition post surgery.